Event description:
Same case as 2134265-2012-03122, 2134265-2012-03120, and 2134265-2012-03114. It was reported that during a percutaneous coronary intervention (pci) procedure, withdrawal difficulties occurred. Access was obtained through radial artery. The aortic root was large so the physician started the case with a mach 1 vl 3, it was too small so it was exchanged for a mach 1 vl 3.5 and then to a mach 1 vl 4.0 and then a mach 1 vl 4.5. During removal of the 3.5, 4.0 and 4.5 devices the physician experienced difficulty removing them from the sheath at the distal 3mm portion (tip). During removal of the 4.5 device, the device got stuck and required force to remove it. Upon removal a small shard of plastic, approximately 3mm in length, was observed on the wire and hub; the physician doesn't know if it came from the sheath or guide. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).